Event description:
Customer informed us on the 18th of june that one of our products was involved in a case (posterior cervical decompression and fusion) in which the patient sustained a laceration.

Manufacturer narrative:
The rough sliding of the product may have been one minor factor to a slippage, however, the rough sliding behaviour can be caused by insufficient lubrication, which is mandatory per IFU. The involved product has not been in for maintenance for 4 years. The maintenance interval of one year has thus been exceeded by 3 years by the customer. The deviation of the rough-running extension arm found here could not have remained undetected during the specified routine inspection. In our experience, the pinning technique is decisive for the stability of the fixation of the patient's skull. It cannot be excluded that the pinning technique in this case was not optimal, as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."